Event description:
Patient had an inspire hypoglossal nerve stimulator for obstructive sleep apnea implanted on (B)(6) 2019 and developed shortness of breath and had a chest x-ray performed. She had bilateral pleural effusions and subsequently has had aspiration and reoccurrence of the pleural effusion on the right side. Start on (B)(6) 2020. FDA safety report ID # (B)(4).